Event description:
It was reported that the insulin pump had a malfunction, however, the malfunction is unknown. The caller also reported that the customer had passed away at a park. The cause of death was suicide. The customer's mother found the insulin pump and a syringe on the table. The customer was already deceased. According to the mother, the customer was not wearing the insulin pump; he had taken the device off five to six hours prior to passing in order to replace the insulin but did not reconnect the insulin pump. The customer was not using sensors. The customer's blood glucose, at the time of death, was unknown. The caller stated that the insulin pump is dead now and information cannot be retrieved. The caller is not willing to return the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.